Manufacturer narrative:
(B)(4).

Event description:
This was a left sided lead extraction procedure to remove 2 leads (mdt 5076 rv implanted 96 months) and (mdt 6947 ra implanted 96 months). The fractured medtronic lead (6947 ra implanted 96 months) was prepped with an lld and 16f glidelight and visisheath were used to extract. During the extraction attempt the patient¿s blood pressure began to decline (101 to 30). A sternotomy was performed and an injury in the svc was discovered and repaired. During the open procedure the leads were extracted successfully. The patient survived the intervention.